Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, broken battery tube threads, and missing rear serial/address label.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported damage to the insulin pump. Customer's blood glucose reading was 329 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.